Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience.

Event description:
Medtronic (covidien) received report that a pipeline device had issues opening during flow diversion procedure. The patient was being treated for an aneurysm in the distal internal carotid artery (ica). Vessel was reportedly not very tortuous. The pipeline distal end was very slow to open. Tip coil had issues turning. The pipeline system was moved back about to reduce slack. The distal end opened and the proximal end refused to open. The physician pulled the wire through the proximal end and lost access. The physician snared the pipeline out and placed another device. The pipeline and ancillary devices were discarded at the site and will not be returned. No patient injury was reported as a result of this procedure.